Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl and the pump alarmed button error during normal use. The customer had no symptoms and treated with carbohydrates. There was no indication that the insulin pump over delivered insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.